Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that the cause of the battery depletion issue was determined. They stated it was due their remote (programmer) showing that the battery was not charged, but the charger showing that the battery was complete. The patient stated steps taken to resolve the battery depletion issue was they had the wrong kind of batteries in the remote, so once they used the correct batteries they stated the issue resolved. It was reported that the patient weighed 130 pounds at the time of the report. No further complications were reported/anticipated.

Manufacturer narrative:
Event date inaccurate, only the month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for non-malignant pain and failed back syndrome. It was reported that the last two times they recharged their ins the recharger showed them that the ins was almost fully charged but when they started using the ins it showed that it was a quarter full. The patient charged overnight last week and it showed them that their battery was completely charged but when they went to use it the ins was empty. The patient didn't have their equipment with them to troubleshoot and said they would call back when they had the equipment. No symptoms or further complications reported.